Event description:
It was reported that patient presented in clinic. Upon interrogation, it was noted that right ventricular (rv) lead exhibited non-reproducible noise, high pacing impedance and decreased sensing issue. Lead fracture was also suspected as the lead was resting on the atrial floor. The lead was explanted and replaced with new lead. There were no patient consequences.